Event description:
It was reported that a user¿s freestyle libre 3 plus sensor detached overnight, after which the agent guided reconnection to the ilet and ilet mobile app and initiated a warmup. A manual blood glucose reading was recorded at 419 mg/dl which later reduced to 277 mg/dl after the user briefly disconnected to shower and then reconnected with a downward trend arrow. Symptoms included hyperglycemia. Outcomes included user-performed capillary blood glucose checks, continued cgm monitoring, and stabilization efforts without medical intervention. Investigation included technical troubleshooting and user education conducted remotely. Investigation of this case revealed successful re-pairing and sensor warmup with subsequent declining glucose trend, with no device malfunction confirmed. It was concluded that the event involved transient hyperglycemia associated with sensor detachment and temporary disconnection, with resolution through reconnection, monitoring, and manual bg entry guidance. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.